Event description:
It was reported that during the implant procedure, noise was seen on the lead with two different pacemakers and an analyzer. The lead was removed and another same model lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed and visual summary analysis of the lead indicated damage at implant. (B)(4).